Event description:
The account alleged the foot hi/low function will not operate electrically with the bed fully raised and trendelenburg is not functioning. A pt is in the bed and the bed is being in a spinal cord unit.

Manufacturer narrative:
Repairs have not been completed.